Event description:
It was reported that the bed had various electrical problems. No adverse consequence reported.

Manufacturer narrative:
Mfrs investigation determined that the power cord was missing a prong, which is consistent with moving the bed prior to unplugging the bed from the wall, which is further contradictory to (B) (4). Issues with power cords are seen heavily at this account.